Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed repeated alert 38 restart alarms consistent with a stalled motor, and the user was not receiving insulin, prompting a transition to backup therapy with long-acting and short-acting insulin per education provided; the event aligns with a failure to infuse involving the motor component. Symptoms included no clinical signs or conditions reported. Outcomes included a missed dose and a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.